Manufacturer narrative:
Age at time of event: around (B)(6). (B)(4).

Event description:
It was reported the device became entrapped on the guidewire. A 2.4mm jetstream® xc atherectomy catheter and non-bsc guidewire were selected for an in-stent restenosis atherectomy procedure in the distal superficial femoral artery. During the procedure inside the patient the device became stuck on the guidewire. It appeared that some materials had 'gunked' up on the wire. The system was removed and the procedure was completed with another device. An angiojet device was used and the procedure was completed. There were no patient complications and the patient was fine.

Manufacturer narrative:
Device evaluated by MFR.:returned product consisted of the jetstream xc-2.4 atherectomy catheter with a non-bsc wire. The wire was received outside of the jetstream device. The shaft, tip and blades were microscopically examined. Blood was present inside the device and on the guidewire. There was no damage or irregularities to the device. The returned wire was examined and it was noticed that there was teflon missing on the portions of the shaft, indicating that teflon was scrapped off and inside the jetstream device. There was also an unidentified foreign matter (fm) on the distal portion of the wire by the tip. Functional testing was performed by inserting the returned guidewire into the tip and shaft of the jetstream device. The wire was able to advance through the device; however, there was resistance. Materials testing analysis and characterization was performed on the returned guidewire to identify the fm. It was found that the fm appears to be a polytetrafluoroethylene (ptfe) material with proteinous material present. Inspection of the remainder of the device revealed no damage or irregularities. The investigation conclusion is user / use error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. It was reported that the complaint device was used with a cook roadrunner wire, which is not one of the compatible guidewires were the dfu. The jetstream xc dfu states the following precaution for compatible guidewires: ¿use only listed compatible guidewires and introducers with the jetstream system. The use of any supplies not listed as compatible may damage or compromise the performance of the jetstream system." ¿compatible guidewires: jetwire¿ 0.014 in (0.36 mm) 300 cm. Thruway¿ 0.014 in (0.36 mm) 300 cm. Abbott vascular hi-torque spartacore¿ 14. Abbott vascular hi-torque iron man¿ 0.014 in¿. (B)(4).

Event description:
It was reported the device became entrapped on the guidewire. A 2.4mm jetstream® xc atherectomy catheter and non-bsc guidewire were selected for an in-stent restenosis atherectomy procedure in the distal superficial femoral artery. During the procedure inside the patient the device became stuck on the guidewire. It appeared that some materials had 'gunked' up on the wire. The system was removed and the procedure was completed with another device. An angiojet device was used and the procedure was completed. There were no patient complications and the patient was fine.